Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.